Event description:
MFR rec'd a call from a rep of user facility on 02/29/00. User facility called to report the following problem: expiration valve did not work properly during a presentation. Achieva does not ventilate correctly. Expiration stays open.